Event description:
It was reported during the patient's drg trial procedure, while the delivery sheath was being backed out through the needle the curved tip snapped off into the s1 foramen. The broken piece could not be retrieved. Reportedly, the patient had no adverse consequences from the incident. Follow up identified the trial was completed successfully and no further intervention was planned to retrieve the broken piece.